Event description:
It was reported that during an unknown procedure, the titanium tip of the scalpel was broken during the procedure. The broke part did not fall into the patient. Changed another one to complete the procedure. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade broken off and missing. The blade was broken inside the tube proximal to the tissue pad. However, it was tested for functionally and the clamp arm was difficult to close. In addition, an error code 5 was detected with the generator. The device was then disassembled to verify the condition of the internal components, and the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube. No conclusion could be reached as to what.